Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 64 mg/dl to 209 mg/dl, 87 mg/dl to 209 mg/dl, 209 mg/dl to 75 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of suspect product and a replacement was sent.